Manufacturer narrative:
Concomitant products: 694758 lead, implanted: (B)(6) 2010; 4068-52 lead, implanted: (B)(6) 1997.

Event description:
It was reported the patient presented to the clinic with a non-healing incision site. The physician noted there were two scabs on top of the incision line preventing it from healing and the device was visible through a small hole near the scab. It was further reported the patient has cancer at the area of the device site.the implantable cardioverter defibrillator (ICD) was explanted and replaced and there was a suspected infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.